Event description:
Reportedly, a 19mm valve was explanted at implant due to paravalvular leakage. The customer reported that a magna ease 19mm was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2012. At implant, the patient annulus was observed to be narrow and small. Severe calcification was observed on the patient valve. There was not much remnant and it was also fragile. Coronary artery bypass graft (CABG) was also performed and two grafts were implanted during the same surgery. After CABG and avr, aorta was de-clamped and paravalvular leakage was observed. Extracorporeal circulation was re-started and the customer tried to fix the leakage however the leakage did not stop. The valve was explanted and replaced with a different model device.

Manufacturer narrative:
Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. In a sales rep follow up with the hospital, the customer reported that a magna ease 19mm valve was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2012. At the implant, patient annulus was observed to be narrow and small. Severe calcification was observed on the patient's native heart valve. There was not much remnant and it was also fragile. Coronary artery bypass graft (CABG) was also performed and two grafts were implanted during the same surgery. After CABG and avr, aorta was de-clamped and paravalvular leakage was observed. Extracorporeal circulation was re-started and the customer tried to fix the leakage; however, the leakage did not stop. The valve was explanted and replaced with a different 19mm valve. The device was discarded at the hospital. The patient was recovered as of (B)(6) 2012. The customer commented that this explant was not expected but not device related. Conclusion: this device was explanted due to a paravalvular leak. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this requires replacement of the heart valve. However, this type of leak is not due to a malfunction of the device. In this case, there was evidence of calcification in the patient's annulus that most likely prevented the bioprosthetic device was seating properly and contributed to the paravalvular leak. It was also noted there was no allegation of a device malfunction made by the hospital.

Manufacturer narrative:
Method: device not returned. No surgeon or follow up doctor information was provided. The hospital commented that this explant was not expected but not device related. The device was discarded at the hospital and will not be returned for evaluation. The patient was recovered as of (B)(6) 2012. The device history record (DHR) review is in progress.